Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital with the pulse generator exhibiting premature battery depletion. The device was explanted and replaced successfully. The patient was fine post procedure.

Manufacturer narrative:
Analysis was normal. No analysis were found.